Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using test accessories and the returned 3 lead cable without duplicating the report. ECG signals were present in leads and pads throughout the duration of testing. Review of the device log shows that the lead view selected was in a fault state and did not detect a valid impedance. There are a number of factors that exist outside of a device malfunction that can cause no ECG signal that include but are not limited to: poor coupling of the electrodes/pads to the patient, poor coupling of the electrodes/pads to the cabling and device, or an issue with the accessories themselves. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.